Manufacturer narrative:
Updated section a1 (patient identifier), b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Added information to section a2 (date of birth), a3 (sex), b7 (other relevant history, including preexisting medical conditions), d6 (d6a. If implanted, give date) and e1 (reporter name and address). Corrected section a2 (age at time of the event). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including dyslipidemia and triple vessel cad.

Event description:
Edwards received notification that this 63-year-old patient with a valve model 3300tfx of unknown size implanted in aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and four (4) months due to calcification leading to stenosis and marked insufficiency. As reported, patient presented slight chest discomfort from time to time at night and it is resolved quickly. Also, on the same date as the valve-in-valve procedure the patient started coughing with a green sputum. A 23mm transcatheter heart valve was implanted within the pre-existing edwards surgival device. As reported, patient was noted as o be clinically perfect.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 62-year-old patient with a valve model 3300tfx of unknown size implanted in aortic position underwent a valve-in-valve procedure after unknown implant duration due to calcification. A 23mm transcatheter valve was implanted within the pre-existing surgival device. As reported, patient was noted as to be clinicaly perfect. Medwatch ref no. (B)(4) was submitted for event occurred during the valve-in-valve procedure.

Event description:
Edwards received notification that this 63-year-old patient with a valve model 3300tfx25mm implanted in aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and four (4) months due to calcification leading to stenosis and marked insufficiency. As reported, patient presented slight chest discomfort from time to time at night and it is resolved quickly. Also, on the same date as the valve-in-valve procedure the patient started coughing with a green sputum. A 23mm transcatheter heart valve was implanted within the pre-existing edwards surgical device. As reported, patient was noted as o be clinically perfect.

Manufacturer narrative:
Added information to section d4 (serial number), d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer) and h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.